Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a thoracic bypass procedure, the needle broke from the suture and fell into the patient. An x-ray was used to look if the needle fell into the thoracic space but could not be found.